Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion located in mid left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and a stent was successfully deployed. During device preparation of a 3.0 x 8 mm nc trek balloon dilatation catheter (bdc) for post-dilatation, the protective sheath was unable to be removed from the balloon. The device was not used in the patient and there was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.